Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, proximal conductor distorted, outer insulation cosmetic mio, depression, and esc and breached cut. Proximal segment returned and analyzed.

Event description:
The lead was returned to manufacturer following patient's death, analyzed, and subsequently tested out of specification. Follow up revealed the patient had gallbladder surgery, went home, and died the next morning. The physician does not believe the death to be device related. Physician reported that this patient died of an arrhythmia. Physician felt appropriate therapies were delivered by the device system, but that the patient had refractory ventricular arrhythmias. The device had provided 8 shocks for 3 ventricular fibrillation detected episodes. The patient had not been pacemaker dependent.